Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult/impossible to open. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual and mechanical testing found a broken latch that was not working properly. Visual inspection also found the device rod shaft was bent. The reported condition was not confirmed. The device's jaw was able to open but could not be closed. The device was disassembled and investigation found that the ski guide tab was broken inside the instrument body, making it impossible to latch or unlatch the handle. This damage made it impossible to close the device jaws for tissue sealing. This kind of damage is similar to what is seen when the user forces the latch open when the latch becomes unresponsive due to the device being left latched for an extended period of time. The investigation identified the root cause to be user error. The user is advised to not leave the handle latched when the device is not in use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the 1st device¿s knife blade did not advance, while the 2nd device was difficult/impossible to open. There was no patient injury.